Manufacturer narrative:
Investigation summary ==> no product was returned. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of bleed was most likely use issue related since the act was 203 in the ICU which was above the recommended range. Pump suction: no product was returned. Patient had suction alarms. Volume resuscitation post-procedure. Suction resolved. After reviewing the logs, multiple suction alarms were observed. The cause of pump suction was most likely patient condition related since suction was resolved after giving volume per clinical. Device history lot ==> device lot: 1943308. Device history batch ==> subcomponent lot: n/a. Device history review ==> device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, active suction alarms were noted on the impella cp with support fluctuating between performance levels p1 and p2. The patient received three units of packed red blood cells (prbcs) and one liter of intravenous fluids (ivf). Urine output was positive and yellow in color. The care team planned to initiate continuous renal replacement therapy (crrt). Bleeding was observed around the repositioning sheath and cannulation sites. Following plasmapheresis administration of vitamin k, the patient¿s bleeding improved. The pump was eventually weaned and explanted, and the patient survived the event.